Manufacturer narrative:
(B)(6). Date of non-union is not known. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part no.: 02.124.412 lot no.: 9764613 . Manufacturing location: (B)(4). Release to warehouse date: 17.dec.2015 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a hardware removal and revision on (B)(6) 2018 due to a nonunion of the right distal femur. Initially, on (B)(6) 2016, patient was implanted with one (1) 4.5mm variable angle ¿ locking compression plate (va-lcp) curved condylar plate/12 hole/266mm/right, four (4) 4.5mm cortex screws, three (3) 5.0 mm locking screws, and six (6) 5.0 mm cannulated screws. All hardware was removed and patient was revised to an intermedullary 13.0 mm by 360.0 mm cannulated femoral nail. Hardware removal and revision were completed successfully with no complication. Patient status was reported as stable. This report is for one (1) 4.5mm va lcp curved condylar plate. (B)(4).